Event description:
During a stenting procedure to the iliac artery, a smart control stent was delivered to the lesion, however, when the physician placed the stent in the lesion, the stent moved forward and was placed shortened. Because the proximal lesion could not be covered by the stent, another smart stent was placed proximal to the first stent expanding fully with good wall apposition. The procedure finished successfully and there was no patient injury reported. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. Approach was made from the femoral artery, ipsilateral. There was no difficulty encountered while advancing/tracking the ses towards the lesion. There was no thrombus present proximal to, at, or distal to the lesion site. There was no difficulty/resistance noted while crossing the lesion with the stent. The ses did not have to pass through a previously placed stent. There was no difficulty/ resistance during deployment. There was no unusual force applied during deployment of the stent. The target lesion was moderately calcified and tortuous. There was 99% stenosis.

Manufacturer narrative:
The patient's gender is unknown. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during a stenting procedure to the iliac artery, a smart control stent was delivered to the lesion, however, when the physician placed the stent in the lesion, the stent moved forward and was placed shortened. Because the proximal lesion could not be covered by the stent, another smart stent was placed proximal to the first stent expanding fully with good wall apposition. The procedure finished successfully and there was no patient injury reported. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. Approach was made from the femoral artery, ipsilateral. There was no difficulty encountered while advancing/tracking the ses towards the lesion. There was no thrombus present proximal to, at, or distal to the lesion site. There was no difficulty/resistance noted while crossing the lesion with the stent. The ses did not have to pass through a previously placed stent. There was no difficulty/ resistance during deployment. There was no unusual force applied during deployment of the stent. The target lesion was moderately calcified and tortuous. There was 99% stenosis. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. It is possible that the operator's interaction with the sds may have contributed to the reported event if the deployment steps as listed in the IFU were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. Vessel characteristics and procedural handling may have contributed to the event. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. With review of the device history records, there is no indication that the event is related to the manufacturing process. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.